Event description:
It was reported the insulin pump alarmed button error. Alarmed occurred with pressing any buttons. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.